Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the island dressing breaks out his skin. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).